Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders and pump of this inflatable penile prosthesis (ipp) were not able to be fully inflated nor deflated. A revision surgery was performed, upon examination it was found that the tubing at the head of the reservoir was kinked. The reservoir component was explanted and replaced; the device was reported to be functioning accordingly after the replacement. No patient complications were reported.